Manufacturer narrative:
No patient contact reported. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed a small dot adhered to the optic zone. Visual examination revealed a small, white mass on the iol surface. The particle was analysed using a fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was consistent with a cellulosic material (i.e. Cotton, paper, rayon, lint). The customer's reported complaint of debris on the device was verified. During the manufacturing process, the lenses do have exposure to this type of material, cellulose. Based on the evidence observed in the investigation, it was not possible to confirm if the debris (material) was related to manufacturing or was a result of the lens being handled by the surgery site. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white dot was noticed on the optic of an intraocular lens (iol) upon opening the lens case. Reportedly, the surgeon did not use the lens. No patient contact was reported. No further information was provided.